Event description:
It was reported that upon activation of the laser system and firing the surgical fiber, the semi-rigid scope started shaking and it was noticed that the aiming was not on. The fiber was replaced and the procedure completed using a second surgical fiber. There was no harm to patient.

Manufacturer narrative:
Failure analysis for fiber (B)(4): a partial fiber was returned with 2 sections. First section; the length of the first section is 7.5 cm and includes the distal end; the glass distal end exhibits devitrification; the blue outer sheath appears in good condition; the proximal end of the first section is burned/ melted. Second section: the length of the second section is 8.2 cm; one end is burned/ melted; the other end is broken. Probable root cause: based on the product analysis results, the probable root cause of the failure is: excessive bending; possible user handling issue